Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The patient's nurse gave the patient calmoseptine cream and a small bandage to use on the skin irritation. Follow up was completed and the patient's skin irritation was unchanged. The patient continues to wear the lifevest.